Event description:
The customer reported to olympus technical assistance center (tac), there was no image when the evis exera iii video system center was connected to a gif-2th180 scope while using the maj-1430 cable during an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
It is unknown if the event occurred on (B)(6) 2022. Follow up is currently being conducted with the customer to clarify the correct date. In speaking with olympus technical assistance center (tac), the customer confirmed that the lamp was not in standby mode. When the customer moved the scope and cable to another processor, the failure was not replicated. The device was returned to olympus and customer's allegation was confirmed. The evaluation found that a faulty patient board set caused the device to not display an image with model 180 scopes. In addition, evaluation found there was outdated software version 1.04 and recommend device be upgraded to version 4.10. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the faulty patient board set. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because of a failed operational amplifier. The design of the board set was changed on 16-april-2018. Olympus will continue to monitor field performance for this device.